Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital for a right atrial lead revision due to dislodgement. During the attempt to reposition the lead, the lead helix would not extend. The physician elected to explant and replace the lead. The patient was noted to be stable post procedure.